Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Low battery prompt with pad-pak expiry 03/2019.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on 8th december 2014. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2016 and that it had performed to specification up to (B)(6) 2017. On (B)(6) 2017, the device failed the weekly auto self-test due to a low battery. The pad-pak was disassembled to investigate and measurements taken would confirm a failure of the fuse in the returned pad-pak. Investigation found a degrading fuse within the returned pad-pak had resulted in an additional load being applied across the cells causing the premature low battery warnings in the history log, prior to the fuse blowing completely during the investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.